Event description:
A customer reported that the laser calibrated at 95% of the capacity high voltage supply during the procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. Service request and logfile were requested, but have not been provided. With limited information the root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).